Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the implant. Here we found white residues on the implant surface. Additionally we made a visual inspection of the foam insert of the packaging. Here we found black residues. Furthermore we found a frayed foam insert with a crack. Conclusion and root cause: the root cause of the problem is most probably packaging related. Rational: it can be assumed that the residues on the surface of the implant resulting from contact between the implant and the pe packaging component of the primary packaging. We assume that the higher incidence of abrasion and damage of the inner sterile packaging and foam insert is caused by the high level of workload due to several delivery processes. CAPA (700002925) was opened.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. Surgical team noticed a powdery substance on the surface of this tibia implant.